Event description:
It was reported that there was a volume discrepancy problem, the actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided, but generally, the reservoir volumes were "usually double what they were expecting." It was later reported that the pump was not refilled last week when the pt was seen. The problem had occurred for about 1 yr. A catheter dye study was performed about 4 months ago, but everything appeared intact. The drug used in the pump at the time of the event was morphine.

Manufacturer narrative:
(B)(4).